Manufacturer narrative:
(B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MFR #: 2134265-2013-01703. It was reported that during an embolization treatment procedure, the catheter was removed with the coil protruding from its tip. The patient was undergoing treatment in the splenic artery. The anatomy was noted to be "difficult" with a tortuous vessel. Utilizing continuous flush, a 5fr 035 non bsc c2 catheter was positioned in the vessel. An 8mm x 20cm .035 interlock coil was advanced and after the coil was partially deployed, it became stuck in the tip of the catheter. The coil and catheter were removed with the coil protruding from the distal end. The same event occurred with the next 8mm x 20cm .035 interlock coil. The procedure was completed with non bsc coils, with difficulty noted. There were no patient complications reported and the patient's status was stable.